Event description:
The initial attorney report alleged defective mesh, emotional distress, pain, disfigurement, impairment. The following is based on the medical records provided by the patient's attorney: (B)(6), 2005: repair of incisional hernia with composix kugel mesh. Reportedly, once the hernia sac was opened dense adhesions had to be taken down and a tear was made in the liver capsule. (B)(6) 2005: office visit notes, wound initially healed nicely; however two weeks postop the wound opened. The wound was packed and the patient was placed on antibiotics. Wound was completely healed by (B)(6) 2005. (B)(6) 2006: office visit, patient c/o redness and tenderness in her surgical excision scar again. She had this in (B)(6) and was resolved with levaquin. A month ago, it came back, she was put on septra this worked for two weeks and then started to get worse again. Impression: cellulitis of the abdomen. Patient put on clindamycin. (B)(6) 2006: excision of infected mesh, cholecystectomy, and primary repair of incisional hernia. (B)(6) 2006 - office notes, patient had a little bit of drainage from the incision; most of erythema resolved by the end of may. Small area still draining serous fluid. No evidence of abscess or infection. Incision not red and doing well by mid (B)(6).

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. It appears the patient developed a recurrence of abdominal cellulitis which progressed to include the mesh. When this did not clear with antibiotic therapy the infected mesh was removed. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.